Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the device evaluation, the connecting tube exhibited broken lock levers on the reprocessor side connector. There were no reports of patient involvement.

Manufacturer narrative:
Updated d8, h3, and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced. The likely cause could be due to the external stress applied to the lock lever of the tube, which made it impossible for the tube to be connected. External stress on the connecting tube may have been caused by applying force in the wrong direction. However, a definitive root cause could not be determined. The event can be detected and prevented in accordance with the following instructions for use (IFU). The user can detect abnormality by performing the following inspection. 9 preparation and inspection. 1. Visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.